Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009, inratio: 1.8, inratio: 3.2.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2009, 1st inr = 1.8, 2nd inr = 3.2, mean = 2.50, sd = 0.99, %cv = 39.60, since 39.60% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Since customer obtained imprecise inr results, strip investigation was performed on strip lot 080801a. Strip code (B)(4) is unavailable, but strip code (B)(4) has been utilized instead since customer did previous test on this particular strip code. For each pair of replicates for each sample on strip lot #080801a, mean and standard deviations were calculated. In-house test results have 0% and 2.77%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. Cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. Meter in complaint was returned. In-house replication testing did not reproduce customer's observation. Contamination on heater plate deck was observed which could affect test result and damage meter circuit. Accuracy analysis could not be performed for no lab test values were provided. There is insufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of 12/23/2009, 1 adjusted discrepant result complaint was reported for lot #080846 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.